Event description:
This customer reported that a shock was not delivered at 2j of energy in the sync mode. There was no impact to the pt.

Manufacturer narrative:
(B)(4). The factory has not yet rec'd the device for evaluation and this complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.